Event description:
Ous MDR - after an implantation time of about 34 months, an increase in the pacing threshold was reported. No deterioration of the pt's state of health was reported. Device was not returned for analysis and no explant date was provided. There is no indication that would suggest that the device was explanted or revised.

Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore based on the existing mfg documents. The mfg process of this device was reviewed. The mfg documents did not show any anomalies that could be related to the complaint. All mfg steps were carried out correctly. In summary, there is no indication of a mfg error. High thresholds with no known intervention.